Event description:
During baxter's eval of a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the symptom which was not reproduced. The system error 105 was confirmed through review of the event history log. Eval found extensive corrosion on the motor flex and input/output printed circuit board (I/o board) due to fluid intrusion. The observed corrosion rendered the device irreparable. The device was removed from service.